Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the there was an end of life (eol) or end of service (eos) message. The patient noticed that she was unable to use the device. The manufacturing representative performed a physician mode recharge (pmr) due to an overdischarge. The manufacturing representative had cleared the power on reset (por) and saw the eos message. The reporter stated that he was seeing (B)(6) 2000 in charge details but the patient did not get the device until 2012. It was noted that the eos was more than likely due to overdischarge. Later it was reported that the patient had 3 overdischarges and the battery was dead. The patient was scheduling for a replacement soon.